Event description:
After the infection control bag was attached to the hemovac, the hemovac was filling up with air. A new hemovac was attached to existing tubing and the clear plastic attachment device came completely off. The little ball piece was still in place. A third unit was ok.